Event description:
It was reported that a patient's implantable neurostimulator (ins) had been removed. The patient was getting electrical shocks from the device in 2010. She had been having severe migraines since she had a car accident on (B)(6) 2011. It was stated that she had an incomplete system since the ins had been removed. It was unclear when the explant took place. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2007 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2007 (B)(6), product type recharger, product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6), product type extension. (B)(4).